Event description:
It was reported that the patient allegedly had symptoms of an allergic reaction to the reactiv8 system. According to the patient, she had previously had a metal reaction in an implant of her big toe. The patient had swelling in the implanted device site and was prescribed an oral antibiotic, which did not resolve the swelling. The patient was scheduled to have the device explanted. The explant was performed, and the physician reported no sign of infection or any evidence of allergic reaction. All devices were removed without complications. There was no report of patient harm or injury. Although requested, the device was not returned due to hospital policy. Reportedly, no testing was performed to determine the allergy. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml# (B)(4).